Event description:
Customer reported that device does not power on and displays the charge-pak, attention, and service wrench icons.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event.